Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the last five times, when the reservoir had been screwed in, a little piece had fallen out of the reservoir compartment. This made the reservoir very unstable to stay in the compartment. The customer's blood glucose was 5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with reservoir tube lip not cracked or broken. Insulin pump received with cracked battery tube threads and cracked case on display window corners. Insulin pump received with minor scratches on lcd window.